Manufacturer narrative:
P-cap / reservoir locks properly into place. Device passed displacement test, sleep current measurement and active current measurement. No battery or power anomalies noted during testing or in the detail trace and power management graph. The following were noted during visual inspection: broken belt clip rails, pillowing keypad overlay and minor scratches on case. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump was shut off. Impossible to start again. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.